Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet on the light blue main body of the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed. No issues were noted during the clear passage test. The leak test and clamp function test identified a leak with the twist clamp closed due to the broken occluder feet. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was broken; the clamp had "material breakage inside". This was observed during use of the device for peritoneal dialysis therapy. The transfer set was in use for three (3) months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.